Event description:
It is reported that complainant experienced inflation difficulties based on the inability to pass water through the inflation port auto valve resulting in several insertions of the fms. Territory manager provided instructions ensuring that the piston engaged from luer lock syringe; auto valve and balloon level and that air was fully removed. Complainant reports all of the suggested techniques were attempted; however, no water would pass through inflation port. A new fms was successfully placed into the patient resulting in no untoward affect to the patient. No medical interventions required.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Complainant has confirmed that there is no lot number available. In addition, complainant stated that the issue occurred a while ago and could not narrow the time frame down to weeks or months; therefore, no date of occurrence was provided. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Note: convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.